Event description:
It was reported that the syringe 0.5ml 29ga 1/2in bls 400 sg experienced a failure to contain blood or medication. The following information was provided by the initial reporter: material no.: (B)(4), batch no.: unknown. It was reported that there is a hole in the barrel of the insulin syringe. Per email: I have this syringe which came out of packaging with a big hole in it - may be just a one time issue but just wanted to make you aware - I have it on my desk.

Manufacturer narrative:
H.6. Investigation: customer returned (1) bd 1/2cc, 13mm, 29g safetyglide insulin syringe in an open blister pack from lot # 8295618. Customer states that there is a big hole in the syringe. The returned syringe was examined and exhibited a piece of the barrel broken off ranging from the 0-7 unit markings. A review of the device history record was completed for batch# (B)(4). All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200789164, 200788035] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Probable root cause was noted to be the barrel likely being broken in the prep dial prior to assembly, which accounts for the lack of damage to the needle assembly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.5ml 29ga 1/2in bls 400 sg experienced a failure to contain blood or medication. The following information was provided by the initial reporter: material no.: 305932 batch no.: unknown. It was reported that there is a hole in the barrel of the insulin syringe. Per email: I have this syringe which came out of packaging with a big hole in it - may be just a one time issue but just wanted to make you aware - I have it on my desk.